Manufacturer narrative:
D4 (serial #) was not provided. D4 (other #) is 1-av-1086. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
One june 10, 2006 the lay user/pt contacted lifescan alleging that he was admitted to the hosp because the one touch ultra would not turn on. The med affairs specialist sent a letter on june 15, 2006 since the pt cannot be reached by telephone. The following info was obtained at the initial call with the customer care advocate (cca). The pt attempted to test on his meter while feeling dizzy but was unable to obtain a meter reading. The cca confirmed that the battery was replaced per the owners manual and the battery contacts were in good condition. On june 8, 2006 (approx 6:30pm), the pt was admitted to the hosp, obtained a 420 something mg/dl on the hospitals meter, and received insulin treatment. It would be helpful to obtain the following: when the power issue started, how long the pt has been unable to test on his meter, when the dizziness started, if the pt took any actions to treat his own symptoms, if the pt made any adjustment to his diabetes care regimen due to the power issue, and if the pt has any other health conditions. This complaint is being reported because the pt was unable to test on the meter while having dizziness and eventually required insulin treatment at the hosp for elevated blood glucose levels. In addition, the power issue was unresolved with troubleshooting. The meter, test strips, and control solution were replaced.